Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the system had been used for a coronary diagnosis procedure, and the procedure was completed after restarting the system with less than 20 minutes of delay. The philips remote service engineer (rse) identified from a remote alert that fluoro storage was not possible due to an image disk problem and that there was a failure in one or more memory banks of the ippc. The cause of the ippc failures could not be conclusively determined by the supplier's part analysis; however, replacement of the ippc by the field service engineer resolved the reported issue and restored the functionality of the system. The system was returned to service in good working order. When the complaint was received, philips did not have enough information to exclude a potential for serious injury and therefore reported the complaint. Since that time, new information was received which led to the determination that this scenario was not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure had not been affected, and the customer completed the procedure by restarting the device. The procedure was finalized with minimal delay on the same system by restarting, and it was not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the investigation results, philips concluded that this complaint was not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk had errors, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.